Event description:
It was reported that the pump delivered multiple boluses without user interaction. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer. The customer's blood glucose (bg) level subsequently decreased to range from 53 to approximately 120 mg/dl. The school nurse provided assistance and the customer consumed carbohydrates to address bg. Customer acknowledged the boluses were delivered due to error and pump was performing as intended.